Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The date of the event is an approximation. On (B)(6) 2026, the patient¿s mother assessed ketone levels, which indicated small to moderate ketones. In response, the patient was administered a large dose of insulin along with fluids (water). Shortly afterward, the patient began vomiting and was transported to the emergency department by his parents. Upon arrival, laboratory testing confirmed the patient was in diabetic ketoacidosis (dka). A fingerstick blood glucose reading measured approximately 500 mg/dl, while the cgm displayed a value of approximately 300 mg/dl, indicating a discrepancy. Due to the severity of the condition, the patient was admitted to the intensive care unit (ICU) for approximately one hour. During this time, blood glucose levels were monitored hourly, although specific fingerstick values were not available. Further evaluation determined that the cgm sensor readings were inaccurate, and the sensor was removed. The patient was treated with an intravenous insulin infusion and received potassium supplementation. The patient¿s mother was unable to provide or confirm bg or cgm readings prior to the administration of insulin. As a result of dka, the patient experienced significant electrolyte imbalances, leading to altered mental status and incoherence for approximately four to five hours. Treatment included intravenous sodium as part of electrolyte correction. On (B)(6) 2026, at approximately 4:00 a.m., the patient was transferred from the ICU to a general care unit for continued monitoring. Later that day, around noon, the patient was discharged. Prior to discharge, a bg meter reading was obtained, showing a value of approximately 200 mg/dl (exact value not confirmed). Medical staff reported that all laboratory results were stable and that the patient was safe for discharge. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid for (B)(6) 2026. The data investigation found a difference in values that fall within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.